Manufacturer narrative:
The evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed since the devices were not returned for evaluation. This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the united kingdom national joint registry (uknjr). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices, no information provided.

Manufacturer narrative:
This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the (B)(6) national joint registry (uknjr). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by (B)(6) national joint registry (uknjr), this (B)(6) y/o, 163 cm, (B)(6) kg (bmi=26), female patient underwent primary total prosthetic replacement using cement of the left knee via medial parapatellar approach on (B)(6) 2009. The indication for the index procedure was osteoarthritis. The patient was implanted with a optetrak knee system - cemented cruciate retained (cr) femoral component - size 3 (catalog 200-01-03, serial (B)(4), optetrak knee system - cemented finned tibial tray - size 3f/2t (catalog 200-04-32, serial (B)(4), optetrak knee system - cruciate retained (cr) tibial insert - size 3 - 13mm (catalog 200-23-13, serial (B)(4), optetrak knee system - three pegs patella - diameter 29mm (catalog 200-02-29, serial (B)(4) and zimmer biomet antibiotic loaded high viscosity bone cement (catalog 3-00394-0002, serial (B)(4). On (B)(6) 2013, approximately 49 months post implantation, the patient underwent revision due to aseptic loosening tibia. The exactech knee brand removed unavailable and replaced with legion constrained oxinium femoral component left sz 4, legion revision tibial base left sz 3 and genesis ii constrained articular insert size 3-4 15mm.